Manufacturer narrative:
The tech found that the head section would not rise using the siderail controls or the manual foot pump. He removed, cleaned, and reinstalled the head up/down valves but the issue remained. The tech recalibrated the position sensors to repair the bed.

Event description:
Info received indicates, the head of the bed will not rise.